Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) of the reported failure can be user error, such as improper bone preparation and/or following the device's correct surgical technique.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024 it was reported by a sales representative via email that the fibertaks from an ar-2600fsb-3 fibertak speed bridge implant system pulled out; the anchors did not bunch up. The case was completed using a swivelock. This was discovered during a revision rcr procedure on (B)(6) 2024. The original rcr procedure was performed on (B)(6) 2024. Both surgeries were performed by the same surgeon and at the same facility. In the original procedure, three medial-row swivelocks and three lateral-row swivelocks were implanted. Nothing was explanted during the revision.